Event description:
The manufacturer was notified of a mitroflow valve that was explanted after 1.9 years due to a high gradient.

Manufacturer narrative:
Evaluation, method: the results of the device history record review are in progress. Results: no definitive results at this time. Conclusions: no conclusion can be drawn at this time as device is not available for evaluation and patient history was not provided.